Event description:
Patient's mother reports that one of the cadd legacy pumps is intermittently alarming. No disp. Clamp tubing and that the alarm happens randomly during the day and not near or around the time of cassette changes. Patient's mother reports that the alarm can be cleared and the pump reset without issue, but has concerns that if the alarm happens in the middle of the night, she might not catch it. Sn of malfunctioning pump (B)(4). Patient had not had any adverse events as a result of the malfunction and back up pump is working. Pump will be replaced. Dose or amount: 85nkm. Frequency: continuous. Route: intravenous. Dates of use: from (B)(6) 2015 to ongoing. Diagnosis or reason for use: pah.